Manufacturer narrative:
Unit had missing retainer, missing reservoir tube o-ring. Unit p-cap / test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was missing however the reservoir was able to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.